Manufacturer narrative:
The complaint devices are not being returned, therefore unavailable for a physical evaluation. It was reported by the sales rep that the surgeon's angle when inserting the anchors was not correct and that the surgeon is new to the device. Off angle insertion and the use of excessive force historically can cause the anchors to crack. This complaint cannot be confirmed. A review into the depuy mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). See associated medwatch 1221934-2017-10678.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). See associated medwatch # 1221934-2017-10678.

Event description:
The sales rep reported via phone that during a shoulder rotator cuff repair procedure the distal tips of two of the customer's 4.5 healix advance anchors with permacord br cracked and broke into two pieces during insertion. The sales rep stated when inserting the first anchor the distal tip broke, the surgeon removed the anchor with the broken pieces with no issues. Then when inserting the second anchor in the original bone hole same issue occurred surgeon also removed the anchor with the broken pieces with no issues. The sales rep stated the surgeon's angle when inserting the anchors was not correct and that the surgeon is new to the device. The procedure was completed with a third like device (unknown if from the same lot number) using the original bone hole but surgeon watched is angle when inserting. There were no patient consequences but there was a minute delay to open a new device each time. The patient's bone quality was hard bone. The sales rep stated that the devices were discarded by the customer.